Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with fatigue to clinic with a right ventricular lead exhibiting low impedance. Impedance dropped more than half in value over the course of its life. Physician opted to monitor the lead without any programming changes. Patient was stable after the follow-up.